Event description:
The customer reported that the insulin pump alarmed no delivery during basal/bolus. Troubleshooting was performed. The customer changed the infusion set and the issues continued. Ran a fixed prime and insulin was exiting. The customer insisted that the insulin pump was not functioning properly and stated that when the alarm occurs the insulin pump does not beep or vibrate. Can a self test and the test failed. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.